Event description:
On (B)(6) 2014, customer responded to a call regarding a (B)(6), unresponsive male patient with possible cardiac arrest. The arrest was unwitnessed. Patient went into the bathroom. His family heard a noise and went to find him not breathing on the bathroom floor. He was down for about 5-10 minutes prior to customer's arrival. The first crew member on scene performed manual CPR for about a minute. The rest of the crew arrived shortly after and the autopulse platform was prepared for deployment in the bedroom. Patient was moved from the bathroom to the bedroom floor and placed on the platform. The autopulse was deployed without any issues. The platform performed compressions for about 2 minutes and then stopped. The lcd screen went blank. No error messages were observed. Crew lifted the platform and thought that the on/off button was bumped so they set it back down and restarted the platform. Platform gave a "pull up on the lifeband" message and crew pulled up the lifeband to begin compressions. 5-6 compressions were made before the platform stopped again. Manual CPR was then initiated (exact length of time not provided) and patient was transferred to the cot (gurney). Customer placed the spare li-ion battery into the platform, which ran for 2 minutes and then stopped. Screen went blank again. Customer pressed the status check button on the first battery and no led's were lit. The spare battery was also checked and no led's were lit as well. Customer reverted to manual CPR for 6-7 minutes while the patient was being transported to the ambulance. Customer stated that head immobilizers and shoulder restraints were used. An EKG monitor indicated that the patient was asystolic with a short bout of pea. Patient was administered several rounds of epinephrine and atropine. The hospital was 16 miles from the scene of event with a transport time of 18-20 minutes. The spare battery was put back into the platform but it stopped working 3-4 minutes into transport. Customer reverted to manual CPR for the remainder of transport which was about 17 minutes. Patient care was transferred at the hospital and resuscitation efforts were continued until terminated by the physician. Return of spontaneous circulation (rosc) was never achieved. Patient had a history of drug abuse, back pain and previous cardiac arrest. An autopsy report is not available at this time. The lieutenant who was on the call does not know if the outcome would be any different and does not believe that the autopulse stoppage was the entire reason for the patient's death. The fire chief does not attribute the patient's death to the autopulse stoppage and indicated that heroin overdose may have been a contributing factor.

Manufacturer narrative:
Customer was using li-ion batteries. The batteries charged up ok when they were initially received. The green led was lit on both batteries. Customer indicated that the batteries are rotated every morning. After the reported event, customer came back to their station. They placed a battery from the charger into the platform and it appeared to be operating normally. The product in complaint was returned to zoll on (B)(6) 2014 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed. Please see the following related MFR. Reports: #3003793491-2014-00199 for autopulse li-ion battery with sn: (B)(4); #3003793491-2014-00200 for autopulse li-ion battery with sn: (B)(4).

Manufacturer narrative:
Investigation results for the returned as follows: visual inspection of the returned platform was performed and found the top cover to be cracked. Functional testing of the platform was performed with no issues. A review of the platform's archives was performed and found that user advisory (ua) 3 (error communicating with battery controller (replace battery)), ua 45 (not at "home" position after power-on/restart), ua 7 (discrepancy between load 1 and load 2 too large), and under voltage <18v were all exhibited during the reported event on (B)(6) 2014. The root cause for the ua3 was undetermined. The root cause of the ua 45 was the lifeband not being pulled up properly. The root cause of the ua7 may be attributed to patient movement. Review of the archives also shows that the two batteries used during this incident (s/n (B)(4)) were fully charged and used on an object which was hard to compress. The power distribution board was replaced as a precaution, as the customer's reported complaint of experiencing uncommanded shut offs while in use on a patient was unable to be reproduced during functional testing where the run-in-test was performed with the 95% patient test fixture for several hours with no faults or errors. The system underwent and meets all test criteria. In conclusion, the customer's reported complaint of the platform exhibiting uncommanded shut downs during use on a patient was confirmed through review of the archives. The power distribution board was replaced as a precaution, as the customer's reported complaint was unable to be reproduced during functional testing. Based on the reported information, the patient's EKG showed that the patient was asystolic with pea. Survival rates in a cardiac arrest patient with asystole are extremely low. The patient never achieved rosc even with manual compressions. In addition, the customer states that because the patient had a history of drug abuse and previous cardiac arrests, they did not attribute patient's death to the autopulse. The fire chief also confirmed that the cause of death was due to a heroin overdose. Please see the following related MFR. Reports: #3003793491-2014-00199 for autopulse® li-ion battery with sn: (B)(4), #3003793491-2014-00200 for autopulse® li-ion battery with sn: (B)(4).

Event description:
The fire chief confirmed that the cause of death of the patient was a heroin overdose.